Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a 19mm 8300ab intuity elite aortic valve was explanted after an implant duration of 3 days due moderate pvl. The patient had no clinical symptoms. The explanted device was replaced with a 21mm 11500a aortic valve. The patient tolerated the procedure well. Per medical records, the patient is s/p avr for native ai. It was noted in the medical records that in the index procedure, the 19mm intuity elite valve was seated well, and all three leaflets opened and closed appropriately with no pvl. On pod #2 tee, the 19mm intuity elite valve showed moderate pvl. On pod #3. The patient was returned to the or to do a redo avr. The 19mm 8300ab intuity elite aortic valve was explanted. Area of pvl was identified. Presumably because of the bav that was performed during the index procedure, the surgeon was able to fit in a 21mm 11500a inspiris resilia aortic valve. Post bypass tee showed that the 21mm inspiris valve is well-seated with no leak, nor central regurgitation. All three leaflets of the new valve showed excellent motion with a mean gradient of 5mm hg. The patient tolerated the procedure well.

Manufacturer narrative:
H3 evaluation: customer report of pvl was unable to be confirmed through visual observations. X-ray demonstrated frame was expanded, deformed, and cut around leaflet 2. Host tissue was minimal at the frame inflow and outflow aspects. As received, all three leaflets had cuts of approximately 10mm x 11mm on leaflet 1, 10mm and 3mm x 8mm on leaflet 2, and 8mm x 11mm on leaflet 3. The cuts had a smooth and straight edge; cut leaflet were not returned. Mechanical damage marks were also observed on the outflow aspect of leaflet 2. Damages appeared serrated and did not penetrate leaflets. The metal band separated around leaflet 2 which matched up with cut sewing ring, cloth and exposed wireform. Suture holes were visible near the remaining two of the three black stitch markings on the sewing ring; one suture hole near each.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bio prosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) could not be reviewed, as the device serial number was not provided. H11: corrected data updated: h6 (component code).